Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. Inspection of the fluid path found the exposed portion of the soft cannula to be torn off and shortened. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The download data showed that the pod ran for 3097 pulses before being deactivated. The exact timing and cause of this damage could not be determined and it could not be determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Investigation of the returned pod found that the soft cannula was torn off and appeared shortened. The device was initially reported for nonstandard device measurement. No impact on the patient¿s glucose levels was reported. The pod was not worn.